Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.